Manufacturer narrative:
Based on the claim against the product by the customer noting errors c-34, m-11 and c-30 on vio dv integrated electrosurgical generator unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm the reported errors. The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vio dv iesu was analyzed on an in-house system and was run in normal mode. Error c-33 appeared upon starting up. The complaint regarding the system errors was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the system errors is attributed to a component failure of the vio dv iesu. Review of the provided image was not related to alleged complaint. No further escalations required for the image review. This is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was abandoned after the start of the procedure due to multiple errors the procedure was completed using an external generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical generator unit (iesu) was unavailable due to errors c-34, m-11 and c-30. The customer power cycled vio dv iesu several times, but the issue persisted. The customer replaced vio dv with force triad generator to resolve the issue. The procedure was completed with no reported injury. Isi followed up with the isi field service engineer (fse) and obtained the following additional information: the system functionality was not checked upon powering on the system. The system initially powered on without errors.